Event description:
The implant failed due to patient bone condition. Fixture was removed after 4 months.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our proudct. There is no health info about pt.